Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was stretched and there was dried blood/body fluid in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test could not be completed due to a deformed inner coil near the terminal end of the lead. The electrical allegations were not confirmed as the lead resistances measured normal however the helix issues were confirmed as a result of deformed coils.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to suboptimal sensing and intermittent capture. Attempts to reposition lead were complicated by helix issues. The lead was removed.